Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon burst and the distal tip detached. The physician completed the procedure with a trapezoid basket retrieving the distal tip of the extractor as well as the remaining stones. The physician reported that there were no issues with the trapezoid basket. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device confirmed that the distal tip together with the balloon broke off. The catheter was found to be stretched, and the c-channel was found to be damaged, having jagged edges and the channel was torn. This is consistent with the guide wire removal from the channel with an excessive force. Inspection of the catheter of the device revealed no issues. The investigation results are consistent with the event description. The reported defect of distal tip detached was confirmed, however the reported defect of balloon burst could not be confirmed as the balloon was missing. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon burst and the distal tip detached. The physician completed the procedure with a trapezoid basket retrieving the distal tip of the extractor as well as the remaining stones. The physician reported that there were no issues with the trapezoid basket. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. (B)(4) - the reported event of catheter tip detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.